Manufacturer narrative:
(B)(4). Evaluation: results: (per-operative ruptured aneurysm), (endoleak), (stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm). Conclusions: (pre-operatively ruptured aneurysm), (stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured 9 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as the length between the renal artery and the distal bifurcation was 16 cm, moderate calcification and moderate tortuosity. The stent grafts were implanted, upon final angiogram there was a proximal type I endoleak. The physician implanted a talent aortic cuff and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.